Event description:
It was reported that during a procedure, the device's tip separated from irrigation handle. Nothing fell into the surgical site. The account had a back up to use, and there was no delay reported. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing, and a follow up report will be filed when the investigation is complete.